Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the pump was charging at the time. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. No backup currently available. Caller will reach out to hcp. Customer's blood glucose was 350 mg/dl.